Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 21 patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the original instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 21 patient samples on an atellica ch 930 analyzer. The quality controls were out-of-range on the day of event. The customer indicated that they were using a backup distilled water (di) system. The customer replaced the di water tank and reported that they began to notice issues after replacing the tank. As per siemens recommendation, the customer drained and filled the di water tank. The customer also replaced thermal ribbon on barcode printer for an unrelated issue. After troubleshooting the instrument, the customer performed calibration, and ran qc and patient samples, which recovered as expected. Siemens further investigated the incident and noted that the incident was consistent with water related issues. Siemens concluded that the water contamination potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of these devices is required.